Event description:
It was reported that while the patient was sitting in her recliner on (B)(6) 2013, the patient¿s granddaughter sat in her lap and the recliner flipped over. The patient then fell and the fall caused her implanted device to shift. It was stated that x-rays were taken of the patient¿s lower back and it was confirmed that the patient¿s device had shifted. The patient was reported as having been in pain for 2 weeks. The pain was said to be increasing and had also been stopping the patient from sitting because the origin of the pain was the patient¿s lower coccyx. In addition, it was stated that the patient¿s blood pressure and pulse had been elevated. It was noted that the patient gets a shot once a week for her rheumatoid arthritis.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).